Manufacturer narrative:
The results of the investigation concluded that the guide wire exit port had been stretched and torn in an outward direction toward the distal end. Also, a section of a thin metal wire was stuck in the distal end of the guide wire exit port. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported the stuck catheter remains unknown, the guide wire exit port damage is consistent with the reported event. The cause of the guidewire exit port damage is consistent with damage during use. The dragonfly optis imaging catheter instructions for use (IFU) states that is resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient. Additionally, the IFU states that is resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient.

Event description:
This event is being reported based on the analysis of the returned device.